Event description:
An aus device was implanted, date not provided. The pump and balloon were revised, date and reason not provided. The pump and balloon were removed from the pt and replaced on 4/21/97 due to recurring incontinence, fluid loss, and tubing from pump to cuff evulsed at pump.